Manufacturer narrative:
G2: citation: authors: colasurdo, m., chen, h., edhayan, g., shaltoni, h., kan, p. Onyx cast thrombectomy: bailout during thalamic avm embolization. J neurointervent surg. 2023. Doi: 10.1136/jnis-2023- 020832. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding onyx cast thrombectomy: bailout during thalamic avm embolization. The time frame of this study was received 18 july 2023, accepted 29 august 2023. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx (medtronic, minnesota, USA). No deaths occurred in the study population. Among patient adverse events included: liquid embolic fragment migration with onyx reflux into the proximal posterior cerebral artery causing complete vascular occlusion. Bailout technique using a combined stent-retriever and aspiration catheter to dislodge and retrieve the refluxed onyx cast while maintaining total occlusion of the initially targeted arterial avm feeder. No further information was provided pertaining to medtronic products.